Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call air bubbles was found in the reservoir. Blood glucose was 9.1mmol/l. Troubleshooting was performed. Customer already had threw reservoir away so she stated wants to start over so walked her through the set change process. The product will be returned for analysis.